Manufacturer narrative:
Block h6: imdrf device code a24 captures the reportable investigation results of sleeve detachment of device or device component. Block h11: the sensor wire was returned for analysis. The visual and microscopic analysis was performed, and it was observed that the guidewire was kinked at the distal tip and unraveled at the proximal section, and the sleeve was detached from the wire. With all the available information, boston scientific concludes that the reported event of sleeve detachment of device was confirmed. Based on the analysis of returned device, it is possible to conclude that operational factors. Based on the information available and investigation results, an investigation conclusion code of adverse event related to procedure was assigned to this investigation.

Event description:
It was reported that during the procedure, the catheter could not be inserted. The procedure was completed with another of the same device and there were no known patient complications reported. Analysis of the returned guidewire identified that the distal tip was kinked and unraveled, and the sleeve was detached from the guidewire.